Manufacturer narrative:
The pump was received stuck in an alarm loop after the battery installation due to a software error. Unable to perform any tests due to the alarms. The motor was tested outside the device and it passed. The pump also had a cracked lcd window, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call that they received a force sensor calibration values corrupted alarm. Customer also reported receiving a motor error alarm. Customer stated they were unable to clear the beeping noise made by the insulin pump. Customer reported the alarm occurred after they rewound their insulin pump. The customer's blood glucose was 158 mg/dl. Customer reported the motor error alarm occurred during a basal delivery. The customer was unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.